Event description:
Baxter puerto rico reports 9 pts were noted to complain of chest pain, anxiety, lower back pain and shortness of breath within the first hour of pt treatments. These incidents occurred between 04/19/99 to 4/28/99. The pts were treated with oxygen, benadryl, solumedrol and solucortef. No hospitalization was required. The (7) pts with mild reactions remained on the same dialyzer to complete the treatment; however the dialyzer was re-primed with 1-2 l normal saline prior to continuation of therapy. The (2) pts with moderate to severe reactions were changed to a new dry pack dialyzer of same model which was primed with 4 l normal saline. All pts are fully recovered and have changed to synthetic membrane dialyzers at this time. The health care professional reports there was inventory issues with dialyzers at the time of these incidents. All 9 pts had previously been on a synthetic membrane and were switched to the cuprophan membrane due to inventory issues. It is unk whether the reactions occurred with the first use of the cf membrane or not. The hcp reports all 9 pts had a history of a similar reaction to a cuprammonium rayon membrane.